Event description:
The cardiologist attempted closure with a techstar 6 fr pvs device. One needle did not present upon deployment. Fluoroscopy showed the needle just barely into the barrel. The cardiologist attempted backdown and thought he had gotten both needles down. However, the tip of the needle that had stalled in the barrel was exposed and caused a minor laceration as the device was removed. The pt went to manual compression and was discharged without complications.